Event description:
Out of three types and sizes of cautery pads, two had weight limit guidelines and one did not. This is the pad needed for our small patient. Rep representative was called and got answering machine. Company was called three times by rn until she was able to contact the vice president of marketing. Weight class was verified by vice president and pad was proceeded to be used and applied by dr.this baby girl was under general anesthesia for 1 hr 4 min while the company was trying to be reached to get the needed information.======================manufacturer response for dispersive electrode, macrolyte ======================the infant was under anesthesia for 1 hr 4 min while this company was trying to be contacted. The company rep did not answer the phone either.